Event description:
A customer reported an issue with their blood glucose settings resulting in a high blood glucose level. The specific value was unknown, but it was displayed as "high." The customer addressed the issue by administering a correction bolus via the pump and did not require assistance from a third party. Technical support helped the customer update their basal rate settings and advised them to consult their healthcare provider when making any setting changes.